Manufacturer narrative:
D3: corrected. No product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
H3: the device was returned for evaluation in used condition. Visual inspection and functional testing were performed, and the reported issue was not duplicated. The event history was reviewed and contained no errors related to the customer complaint. The device tested normally at the time of evaluation. The battery coin on the main board was replaced as a preventive maintenance measure, as it was about to expire. No action was taken specific to the reported issue.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's cassettes need to be changed sooner than the expected 48 hours. The patient finds that they must change the treprostinil cassette 2-3 hours early, it's noticed that the patient does not have enough medication left in the pump. Additionally, the patient experiences a tingling and numb sensation. The patient did not experience any interruption in infusion or receive any messages from the pumps but plans to switch them out. The patient had a backup device but experienced the same issue with both pumps. However, patient successfully continue the infusion. The infusion is life-sustaining, and the outcome of the event is resolved.